Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error. No harm requiring medical intervention was reported. The insulin analysis pump will not be returned for further.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with critical pump error. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to critical pump error. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, motor and force sensor during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error noted. The following were noted during visual inspection: scratched case, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged critical pump error (open book image) confirmed. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify any motor errors due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. A review of the downloaded history files reveals on (B)(6) 2021 at 12:19 a pump error 35 alarm was triggered which caused the critical pump error (open book image) alarm. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, force sensor, and force sensor flex cable. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification (xxx mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, stained serial number label, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads.